Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of unspecified forceps. The product investigation could not identify a root cause. Information was provided that the surgeon broke the haptic when attempting to implant. Patient anatomy caused the iol to be explanted. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon broke the haptic of the lens during implantation. It was reported that user handling caused the event. The incision was slightly enlarged to implant the iol. The nurse reported that there was not enough support and the lens was exchanged successfully two months following the initial iol implant procedure. In a follow up, it was reported that the event was due to the sulcus not supporting the lens and it became dislodged, so therefore the lens needed to be removed and the new iol was sutured in the anterior chamber.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating the initial iol reported did not dislodge. Another unknown iol was implanted and dislodged therefore requiring the iol exchange.